Event description:
It was reported by the patient that the implantable pulse generator (ipg) was going too fast and the patient could not sleep. The patient wanted reprogramming done and was recommended to contact the clinic. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).